Event description:
Per initial contact information, further e-mail correspondences, follow-up phone conversation and a subsequent e-mail from the facility contact, the following is the clarified description of this event for this issue: patient underwent a knee procedure on (B)(6) 2012, with the use of bio-intrafix (1 each part # (B)(4), lot # 3570397 and 1 each part # (B)(4), lot # 3571686) for fixation. At some point subsequently, the patient presented with signs of infection or reaction. Cultures result; (B)(4) early septic knee. Patient initially treated with cephalexin until post I & d (incision and drainage) and clean at the surgical site on (B)(6) 2012. A ppic line (peripherally inserted central catheter) was placed and the patient received daptomycin for 6 weeks then went on oral antibiotics. Hospitalized (B)(6). The patient is off of all antibiotics since (B)(6) and is currently in therapy and doing well also see associated MDR 1221934-2012-00106.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Per initial contact information, further e-mail correspondences, follow-up phone conversation and a subsequent e-mail from the facility contact, the following is the clarified description of this event for this issue: patient underwent a knee procedure on (B)(6) 2012, with the use of bio-intrafix (1 each part # (B)(4), lot # 3570397 and 1 each part # (B)(4), lot # 3571686) for fixation. At some point subsequently, the patient presented with signs of infection or reaction. Cultures result; (B)(4) early septic knee. Patient initially treated with cephalexin until post I & d (incision and drainage) and clean at the surgical site on (B)(6) 2012. A ppic line (peripherally inserted central catheter) was placed and the patient received daptomycin for 6 weeks then went on oral antibiotics. Hospitalized (B)(6). The patient is off of all antibiotics since (B)(6) and is currently in therapy and doing well also see associated MDR 1221934-2012-00106.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Facility has post-op patient infection investigation in progress. Amongst medical devices and instrumentation used in the 2 procedures, several mitek soft tissue fixation devices were used. At this point in time, this is all of the information made available to mitek. Also see associated mdrs 1221934-2012-00102, 1221934-2012-00103, 1221934-2012-00105, 1221934-2012-00106 and 1221934-2012-00107.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek nothing is being returned for evaluation; device still in patient. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. The reported issue for the patient, (B)(4), is not rare to us and remains with us as a part of our skin flora; therefore it is a part of the human flora. Outside of this consideration we cannot discern any other root cause for the patient's condition. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.